Event description:
New information received notes that programming changes were made previously. When the asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again. Further programming changes were discussed.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular lead on a stored egm. Programming changes were recommended.